Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr with a 23mm sapien 3 ultra valve in the native aortic annulus, the valve got stuck in the esheath, requiring removal of the esheath, valve, delivery system and insertion of a new system. After successful implant there was an injury above the access site requiring a covered stent.

Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review and lot history could not be performed due to no lot information was provided. The provided imagery revealed mild calcification was observed within the right iliac of the patient. Patient access vessel characteristics (patient vessel diameter met minimum size requirements). A review of the instructions for use (IFU) and training materials revealed no deficiencies. Per the procedural training manuals: use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When using the loader, flush the loader with heparinized saline and insert the device into the loader. Insert the loader into the sheath until the loader stops. Advance device through the loader and into the sheath. Retract the loader once the device is passed through the sheath. If additional working length is needed, unscrew the cap from the loader and peel the loader from the shaft of the device. During the manufacturing process, the sheath shaft components are visually inspected and tested several times. During manufacturing, the device was 100% inspected. During the final inspection, the device underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. A review of manufacturing mitigations support that the delivery esheath has proper inspections in place to detect issues related to the event. As reported, during a transfemoral transaortic valve replacement (tavr) with a 23mm sapien 3 ultra valve in the native aortic annulus, the valve got stuck in the esheath. As stated in case note, mild calcification was present within the patient's access vessels along with the loader potentially not inserted correctly and at 30-40 degrees insertion angle. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification' and 'system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick puncture so that sheath is parallel to leg'. The presence of calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Additionality, if the loader is not properly inserted into the delivery system which is then inserted at a 30-40 degrees angle, it is possible for the valve to negatively interact with the proximal sheath shaft (non-coaxial insertion) leading to resistance. These patient and procedural conditions, in conjunction with the exposed apices of the crimped s3u valve, may increase the rate of the thv getting caught on the sheath, preventing further advancement. These patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, resulting in bent valve struts or valve stuck in sheath. The complaint was unable to be confirmed. A definite root cause was unable to be determined at this time. Available information suggests patient factors (calcification) and procedural factors (insertion angle and loader not fully inserted) contributed to the complaint event. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective or preventative actions are quired. However, a product risk assessment and a CAPA were previously initiated to investigate and drive potential corrective actions for high push force seen on the s3u, commander, esheath platform. Edwards has provided guidelines and instructions to the physicians on how to insert the delivery system through the sheath in the IFU and training materials, as well as in the refresher training. Users are informed of the residual risks associated with the use of the delivery system and sheath through the potential adverse events section in the IFU and device training materials. The benefits of the system outweigh the risks associated with difficulties introducing the delivery system through the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.